Manufacturer narrative:
No patient information available from the heart rhythm society article. The date of the event was between 1 april 2014 and 1 april 2015. For the purposes of this MDR, the event date is documented as 1 april 2014. It is unknown whether the sls ii device used was a 12f, 14f or 16f. Initial reporter listed as one of the article's authors, and communication contact dr. (B)(6). The facility, address, city is unavailable.

Event description:
Upon a recent clinical literature review of a heart rhythm society article (vol 14, no 12, december 2017 issue) entitled utility of intracardic echocardiography during transvenous lead extraction, it was mentioned that during transvenous lead extractions of fifty consecutive patients, two spectranetics products were in use during the lead extractions between 1 april 2014 and 1 april 2015: spectranetics lead locking devices, and either 12f, 14f or 16f sls ii devices. All patients provided written informed consent to be included in this prospective research database approved by the university of pennsylvania institution review board, and data were entered into the penn lead extraction registry. It was reported that one out of the 50 patients experienced a complication, developing severe tricuspid regurgitation from extraction. The patient reportedly had a tricuspid annulus binding site, requiring the advancement of the extraction apparatus to the tricuspid valve for lead removal, with subsequent development of a flail leaflet and resultant severe tricuspid regurgitation. The tricuspid regurgitation was diagnosed with intracardiac echocardiography (ice) during the procedure. There were no immediate hemodynamic consequences, and the patient underwent tricuspid valve replacement the following day. Additional information has been requested from one of the article's authors, dr. (B)(6) but no information has been received.